Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, requesting some assistance with the onetouch ultra2 meter as he was testing in the settings mode. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2014, the patient reportedly did not know how to use the subject and was testing in the setup. He did not manage his diabetes based on the lfs meter that day. On that same day, he exhibited symptom of shaky and was able to administer self-treatment with food/drink. The issue was resolved with training. This complaint is being reported due to use error and because the patient developed symptom suggestive of a serious injury while using the lfs product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.